Event description:
On (B)(6) 2025, doctor's office confirms lumps after off-label injection in the temples and in the cheeks (near the marionettes) in (B)(6) 2022 and confirms medical intervention. It is unknown at this time if medical intervention is required to resolve the lumps.

Manufacturer narrative:
On (B)(6) 2025, doctor's office confirms lumps after off-label injection in the temples and in the cheeks (near the marionettes) in may 2022 and confirms medical intervention. It is unknown at this time if medical intervention is required to resolve the lumps. Per the bellafill instructions for use: bellafill is indicated for the correction of nasolabial folds and moderate to severe, atrophic, distensible facial acne scars on the cheek in patients over the age of 21 years. B3: date of event - (B)(6) 2025: date doctor's office confirms lumps and medical intervention. D9: device not available for evaluation. Bellafill syringes are single use devices that are typically discarded after use. Per bellafill IFU: "the syringe and any unused material should be discarded after a single treatment visit." G3: date received by manufacturer - 03/06/2023. Initial patient report of lumps in the temples and cheeks. No response from patient after multiple attempts to obtain additional information. On (B)(6) 2025, patient provided name of injector (dr. (B)(6)) and gave permission to contact them. On (B)(6) 2025, after 4 attempts was able to speak with the doctor's office to obtain some additional information including bellafill lot number and confirmation of medical intervention. No further information has been provided. Bellafill injector and treating doctor: (B)(6).